Event description:
An impella cp device was inserted into the left femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an venous-arterial extracorporeal membrane oxygenation (va-ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had a gastrointestinal (gi) bleed. The patient was on cangrelor and heparin. Consult placed to gi and purge changed to bicarbonate. It is unknown how the gi bleed resolved. The following day, the impella was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.9l/min as intended. The presence of multiple mechanical support devices increases the bleeding risk. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.